Event description:
It was reported that the patient was to have a magnetic resonance imagine (MRI) scan of the lumbar and thoracic spine to rule out an inflammatory mass. The patient began having severe acute spastic pain. The patient was admitted 4-5 days prior to the date of this report. The patient¿s pain was attempted to be controlled while in the hospital but the pain had not been well controlled. This device system delivered baclofen, dilaudid, and trazadone. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11137r03, implanted: 2002-(B)(6), product type catheter product ID 8731, serial# (B)(4), implanted: 2005-(B)(6), product type catheter, product ID 8709, lot# j11137r03, implanted: 2002-(B)(6), product type catheter product ID 8731, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the inflammatory mass was confirmed and the revision was performed on (B)(6) 2014 along with a concentration change from 50 mg/ml to 25 mg/ml at 9 mg/day. The previous pump medications were only replaced with hydromorphone. A reservoir rinse procedure was not done as the surgeon did not want one done. The distal portion of the catheter (38cm) was replaced and that portion was primed. A modified bridge bolus was programmed. The patient was "fine" with some symptoms of spinal cord injury but this was hoped to be resolved with the catheter being revised. Further, the patient the noted to be doing well at this point and the neurosurgeon will assess the inflammatory mass in the weeks to come.